Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of acl reconstruction, could not tighten the anchor. Another device was used to complete the surgery. The device was received and evaluated. Visual observations reveals that the device is warped. When reviewing at the hexagonal driver hole, it could be observed that the round surface has an oval look like, therefore, the driver tool cannot not be introduced into the hole. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the distorted condition can be attributed to a mishandling of the device, also accidentally the device could have been stressed on a hard surface with a heavy object leading to a shape distorted condition. However this cannot be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2020, it was observed that the milagro intscr 7x23mm ea anchor device could not be tightened. During in-house engineering evaluation, it was determined that the device was warped; and the round surface had an oval look like when reviewing at the hexagonal driver hole. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.